Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance could not be tested/ replicated due to device condition. The reported kink is in fact the wrinkled sheath. The noted premature activation as the stent was slightly exposed is likely due to procedural circumstances as the procedure was aborted when the initial resistance was felt. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath as it could not be replicated with the returned device. The reported kink was in fact the wrinkled sheath likely due to procedural circumstances. The noted premature activation as the stent was slightly exposed is likely due to operational context as the procedure was aborted when the initial resistance was felt. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery. A 6x100mm absolute pro vascular self-expanding stent system (sess) was being advanced when resistance with an unspecified sheath was noted. After removal, the tip was smashed. A same sized absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the stent was exposed but not flowered or expanded at all. No additional information was provided.